Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was an alleged infection following the surgery.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: infection issue had popped up at riverview regional over the past two weeks. They were concerned that the cause might be the formula shaver hand pieces. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Probable root causes could be improper sterilization. (B)(4).

Event description:
It was reported that there was an alleged infection following the surgery.